Manufacturer narrative:
Investigation results: an evaluation of the returned hose found the outer hose had ruptured at the coupling end. Further examination found the diffuser end damaged (out of round) and evidence of third party repair. User medwatch received from FDA on february 23, 2009. This event is being reported because the hose was associated with a failure which resulted in medical intervention (antibiotics given).